Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was cracked. Subsequently, the cartridge was leaking from the patient line. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 270-385 mg/dl.